Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 28 x 2.25 mm promus premier drug eluting stent was advanced to treat the lesion; however, the stent was dislodged in mid rca. The physician took another of the same device and completed the procedure. No patient complications were reported.